Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs or the device related to the reported event of capsular contracture were reviewed. The patch information is not visible in the photo. Visual analysis of the photographs identified fold crease and a deformation. Due to the impossibility to perform a further analysis via device analysis performed through photographs, it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.